Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system due to the right l5 drg lead not producing paresthesia. Reprogramming was attempted, but the issue was unable to be resolved. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was obtained stating the drg therapy provides focal stimulation. This device is no longer considered reportable.

Manufacturer narrative:
Correction: additional information was obtained stating the drg therapy provides focal stimulation. This device is no longer considered reportable.